Event description:
It was reported that this right atrial (ra) lead dislodged the day after implant. The dislodgement was discovered via x-ray. The lead was repositioned. The lead remains in use. No additional adverse patient effects were reported.